Event description:
Same event as MFR# 6000093-2007-00589. It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 90% stenosed lesion contained hard calcification and was located in the right coronary artery (rca). The 15mm x 3.0mm balloon was being used to pre-dilate the lesion when it ruptured at 18 atms during the first inflation. The physician attempted to dilate the lesion with a 15mm x 3.25mm quantum maverick monorail balloon catheter, which also ruptured at 18 atms during the first inflation. The procedure was completed with another 15mm x 3.25mm quantum maverick monorail balloon catheter and deployment of another manufacturer's stent. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8430634 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.